Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue of the ventilator's gas flow stopping during testing and evaluation.

Event description:
It was reported to vyaire medical that while in use on a patient, the ventilator alarmed "hw fault" and gas flow stopped. There was no harm associated with this reported event.